Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. The system was found to be functioning properly, however there was a small amount of artifact when shooting 2d as well as ring artifact while shooting higher kv levels. The rep removed the collimator and cleaned tube glass as well as under side of collimator and performed rad / fluoro gain calibrations on system. The artifact was no longer present and system was functioning properly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site's system was flagged after a physicist test for "artifact in image." This was reported outside of a procedure. There was no reported delay. There was no patient involved. Additional information was received. It was reported that this issue was found on (B)(6) 2021 during testing. There was no troubleshooting done at the time it was found.